Event description:
A patient reported her therapy was shutting off by itself since (B)(6). The patient stated she had verified this with her programmer. The patient reported that 3 times in the past week her implantable neurostimulator (ins) felt as though it was heating up. There were no trauma or falls related to the event reported. There were no symptoms reported. Additional information from the patient reported they were going to the healthcare professional (hcp) and manufacturer representative (rep) on (B)(6) to try and resolve the ins heating up and turning off intermittently. The patient noted they were going to the hcp regarding the heating and shutting off intermittently and a ¿few other issues¿ with the device. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. Analysis determined there were no issues when pressing on the ins can. The telemetry was acceptable. A lab functional test determined there was good stable output on all electrode pairs. The ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va16c9c, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a consumer and manufacturer representative. It was reported that the patient had redness, swelling, and pain at the ins site. It was noted there was a hole that got larger and larger and deeper and deeper at one corner. Anything that touched the area felt like stabbing knives. It was noted they didn't do a culture and an infection was not confirmed. The patient was given two strong oral antibiotics. It was noted the patient thought the issue started two days after implant ((B)(6) 2016). It was also reported that the patient had swelling on their right hip, but the patient did not think the swelling was over the device. The implant was noted to be on the right side. No trauma/falls or electromagnetic interference was reported that could be related to the issue. It was noted this occurred in 2016. It was also reported that patient got an electric shock where the implant was when they were in the shower and they accidentally touched the tile wall. It was noted the patient went to see their neurologist today and they thought one of the leads was not connected right. It was noted the last time the patient saw a manufacturer representative, they checked the device and said everything was connected properly. No falls were reported. It was noted the issue occurred on (B)(6) 2017. It was also reported that the patient¿s device was shutting off when they walked through metal detectors and when they were sitting or walking. It was also reported that the patient went in a month and a half after ((B)(6) 2016) and there were like eight stitches coming from the inside out. They were rubbing on the patient¿s undies and driving the patient crazy. The patient went in to see a manufacturer representative and healthcare professionals (hcp), and they took the stitches out. It was noted they said this was not supposed to happen and the stitches were supposed to be dissolvable. It was reported that the patient ran stimulation at 2.4 volts and kept stimulation on for three days before shutting it off. The patient turned it off for about 5 hours and the area just felt warm. It was noted the patient had the same experience 4 times. Impedance checks were all within normal range. The patient was scheduled to have a replacement on (B)(6) 2017.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.